Event description:
It was reported by the patient that the area around the device gets noticeably hot. The patient subsequently gets sick to their stomach. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.